Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a right eye vitrectomy procedure, the 25 gauge laser probe was too large for the 25 gauge trocars. The probe was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
Additional information has been provided. The probe was not returned for evaluation. No further information was able to be obtained from this customer. Without additional information, the root cause of the reported event cannot be determined conclusively. The probe was packaged on (B)(6) 2018. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).